Manufacturer narrative:
The referenced uhi-3 was not returned to olympus medical systems corp.(omsc) for evaluation, therefore omsc could not evaluate the uhi-3. The uhi-3 was returned to olympus (B)(4) ((B)(4)). (B)(4) evaluated the uhi-3 and found that there was the fluid inside the co2 insufflation connector of the uhi-3 and the insufflation tube. (B)(4) exchanged the contaminated parts to new parts, the uhi-3 operated without any problem. (B)(4) concluded that this phenomenon was attributed to the inappropriately handling by the user. To prevent the ingress of the patient fluids, the instruction manual of the uhi-3 stated that the uhi-3 should be located higher than the patient location, also the use of the filter was strongly recommended. There were no further details provided. If additional information, this report will be supplemented.

Event description:
Olympus was informed that during the unspecified laparoscopic procedure, the blood ingress into the inside of the uhi-3 occurred via the co2 insufflation connector. The facility changed the uhi-3 to the other similar device and the procedure was completed. There was no report of the patient¿s injury regarding this event.